Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 3030677-2018-00357. The device investigation is completed.

Event description:
It as been reported that the device is failing self-test.